Event description:
Additional information received indicates that x-ray was performed and revealed atrial lead dislodgement. On (B)(6) 2024, the physician elected to explant the atrial lead. The patient condition was stable before, during, and after the procedure.

Event description:
It was reported that a patient was having syncope episodes and presented to the emergency room. Device interrogation revealed loss of capture on the atrial lead. On (B)(6) 2024, the physician elected to perform surgery and place a catheter and stent. The patient condition was stable.